Event description:
During a cataract extraction procedure, the intra-ocular pressure mode of this unit would not function correctly. Another unit was used for the procedure. There was no patient injury.